Event description:
It was reported via repair work order that the brakes could not hold due to worn brake cam. Also the side rail may unlatch during use due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.